Manufacturer narrative:
Unit passed displacement test and self test. No unexpected pump error 23 alarm noted during testing. Unit functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a post reset ram alarm. The device had shut off then turned on and gave the alarm. They did an insulin pump rewind but the alarm recurred. Everything on the device was zero. The customer¿s blood glucose during the incident was unknown. The device was neither stored not without a battery for more than 8 hours. The alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.